Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri). The patient had developed multiple infections and had to be pulled from the replacement schedule and will be on antibiotics for several weeks. It was noted that a change out procedure needed to be scheduled; however, due to the infection the procedure may be schedule beyond the recommended timeframe. Technical services (ts) explained that this would be outside of the recommended three months window for replacement. Ts could not provide any further longevity estimate other than the three month window. No adverse patient effects were reported. Additional information indicated that a change out procedure has not been scheduled at this time. The source of the infections is unknown at this time.

Event description:
\Additional information indicated that this device was explanted due to premature battery depletion. The monitoring voltage was 2.41 volts and charge time measurements were 38 seconds.